Manufacturer narrative:
Device manufactured between may 09, 2018 to may 10, 2018. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified locations during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.